Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer performed self test and the insulin pump passed. The customer performed displacement verification test and the insulin pump failed. The insulin pump will be returned for analysis.